Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statements: h6: code d1102: IFU statements the gore® excluder® aaa endoprosthesis instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. [Contralateral leg endoprosthesis positioning and deployment]: 3. While maintaining the delivery catheter in position, withdraw the introducer sheath (table 12) and visually verify that the leading end of the introducer sheath is below the distal contralateral leg radiopaque marker. 4. Stabilize the contralateral leg endoprosthesis delivery catheter at the level of entry into the introducer sheath and stabilize the sheath relative to the patient¿s access site. 5. Loosen the deployment knob. Confirm final device position. Deploy the contralateral leg endoprosthesis by using a steady, continuous pull of the deployment knob to release the endoprosthesis. Pull the deployment knob straight out from the catheter side-arm. Deployment initiates from the leading (aortic) end toward the trailing (iliac) end. Caution: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder®aaa endoprosthesis devices and gore® dryseal flex introducer sheath. After inserting a 16 fr sheath into the patient, the trunk-ipsilateral leg endoprosthesis was attempted to be inserted through the sheath. After passing the valve, the delivery catheter could not be advanced further. The sheath was replaced with another 16 fr sheath, which allowed the delivery catheter successful insertion, and the procedure continued. Approximately 15 minutes were required for the sheath exchange. After the trunk-ipsilateral leg endoprosthesis was implanted, the contralateral leg was deployed and intended to position its distal end on the right common iliac artery; however, the distal end was landed about 3 cm into the right external iliac artery, resulting in coverage of the right internal iliac artery. To maintain patency of the right external iliac artery, a bare stent was added, and the procedure was completed. The physician mentioned that the fluoroscopic image did not show below the iliac bifurcation, which caused misinterpretation of the leg marker and incorrect positioning.